Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked from an unspecified location. This was observed during set up for peritoneal dialysis (pd) therapy. The home patient (hp) was not connected at the time of the event. The hp stated, ¿there was a puddle of solution on the floor but could not tell where it came from¿. Renal therapy services discussed continuous ambulatory peritoneal dialysis with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.